Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse replaced the erbe generator to resolve the issue. The fse then tested the system and verified that it was ready for use. The erbe generator was received for failure analysis. The reported issue was confirmed in the logs but not replicated. Function testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was encountering an erbe generator error. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to switch monopolar coag from swift to classic as a temporary work around. An or staff member asked the surgeon to try the energy again. However, at the point, the surgeon had already elected to convert the case to open surgery. Isi has attempted to gather additional information regarding the reported event; however, no response has been received.